Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the atrial lead became dislodged. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. Visual and x-ray inspections of the lead did not find any anomalies. The reported event of lead dislodgment was not confirmed.